Manufacturer narrative:
The probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The tip of the returned probe was not bent as was reported, but there are several impact marks at the back end causing fit issues with the mating tracker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the thoracic probe tip was bent. No patient was present at the time of the event.